Event description:
The customer stated, she was hospitalized for high blood glucose levels over 300 mg/dl along with ketones. The customer stated she was delivering boluses, but the blood glucose was not responding. The customer declined troubleshooting on the insulin pump,

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.